Event description:
It was reported that the customer received a battery out limit alarm. The customer stated that the battery looked fine. The customer stated that pressing the esc button did nothing. The customer's blood glucose was 171 mg/dl. Troubleshooting was done. The customer was unable to clear the alarm due to the buttons not responding. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Explained to customer that this was normal insulin pump behavior. The customer stated that he did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly. No battery out limit or low battery alarm was noted. All operating currents are within specifications. The insulin pump passed displacement and self-test. The insulin pump had intermittent response on the up arrow button due to corroded keypad trace. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.